Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. The clip along with the catheter was removed from the patient and a needle with epinephrine was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on may 18, 2015. According to the complainant, during the procedure, after the clip would not release from the catheter, the handle broke into pieces and the wire was exposed. The clip then released form the tissue and was removed from the patient.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. The clip along with the catheter was removed from the patient and a needle with epinephrine was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination of the returned device noted that the clip assembly could not be deployed and was locked onto the bushing. The clip prongs were locked into the capsule and could not be opened. The control wire was separated per design. A kink was noted in the control wire. The inner sheath was accordioned. The slider cover was missing and the cross pin was detached from the slider. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip would not release from the catheter to deploy. The clip along with the catheter was removed from the patient and a needle with epinephrine was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on (B)(6) 2015. According to the complainant, during the procedure, after the clip would not release from the catheter, the handle broke into pieces and the wire was exposed. The clip then released form the tissue and was removed from the patient.